Event description:
Reference number (B)(4). Event occurred in singapore. It was reported that patient faced an infusion set was leaking at quick release on (B)(6)2024. The blood glucose level was 22.2 mmol/l at the time of event and was managed by pump correction bolus. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.